Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately twenty four hours post implant, the right atrial (ra) lead exhibited high thresholds and high impedance. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.